Manufacturer narrative:
Approximate age of device, 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2019 due to multi-system organ failure. The death was not related to the device according to lvad coordinator lecreshia. Lvad support was withdrawn by the family on (B)(6) 2019 and there was no autopsy. The device was not returned to abbott.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2019 due to multi-system organ failure. According to the account, the death was not related to the device. Lvad support was withdrawn by the family on (B)(6) 2019 and there was no autopsy. The device was not explanted. Hmii IFU lists death as an adverse event that may be associated with the use of the hmii lvas. No further information was provided.the manufacturer is closing the file on this event.

Manufacturer narrative:
The date received by manufacturer was inadvertently omitted from the previous follow-up report. The date was 10oct2019.